Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. At 4:30 pm the customer experienced elevated blood glucose symptoms of abdominal pain and vomiting. The customer checked her blood glucose at this time and received a result of 80 or 82 mg/dl on the performa system. At 5:00pm the customer was taken to the hospital by her family. Upon arrival at the hospital the customer received a lab result of 700 mg/dl. The customer was admitted into the hospital and treated for high blood glucose. The type of treatment given was not provided. At the time of the report the customer's blood glucose had returned to normal range, but she was still in the general ward of the hospital. It is unknown when the customer will be discharged.